Manufacturer narrative:
Investigation summary: bd had not received samples, but photos and a video were provided by the customer facility for investigation. The photos and video were evaluated and the customer's indicated failure mode for fibrin with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and video, the customer¿s indicated failure mode for fibrin with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor barrier separation during use. The following information was provided by the initial reporter: during use, the customer found many tubes have fibrin clots.